Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen, as per specs. During in-process control, two units were tested for stent retention and both passed the specified requirement of 2n. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt info.

Event description:
Reporting status: serious injury - permanent damage - required intervention. Reporting rationale: dislodged stent implanted in unintended site. Device issue: stent dislodgement. It was reported that the jostent dislodged from the balloon and was implanted in an unintended site, with another co's 3.0 x 20 balloon. Another co's stent was used to seal the rupture. No add'l event or pt info is available.